Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the pcb assy-therapy, lp12 assembly. After replacing the pcb assy-therapy, lp12 assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that device indicated "therapy leads off". There was no pt use associated with the reported event.